Event description:
The reporter stated the surgeon was inserting a competitor's lens but there was some restriction pushing the iol through the cartridge and the trailing haptic was damaged. The lens was inserted into the patient's eye and was removed with no patient injury. Another same type lens was implanted.